Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to this issue, the bolus button cover was observed to be damaged; however, the button responded properly to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 01/11/2017.